Event description:
Customer reported a no delivery alarm on the insulin pump. She was not sure of the blood glucose reading. The insulin pump had also alarmed for an unexpected restart error. She was unsure of when the alarms occurred and was not using the insulin pump any longer at the time of the report. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime test, basic occlusion test, and displacement test. The insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump passed the self test with no alarms. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a broken belt clip slot.